Event description:
The customer observed non-repeatable falsely elevated vitros tropi es results predicted from two different patient samples processed on a vitros 5600 integrated system. Patient 1: 0.067ng/ml vs <0.012 ng/ml. Patient 2: 0.225 ng/ml vs <0.012 ng/ml. The falsely elevated vitros tropi es results were reported from the laboratory. Biased results of the direction and magnitude observed may lead to inappropriate physician action. Corrected results were issued for the two patients. There was no allegation of inappropriate medical action or patient harm due to the falsely elevated results. (B)(4).

Manufacturer narrative:
The investigation determined that non-reproducible falsely elevated vitros tropi es results were predicted from two different patient samples processed on the vitros 5600 integrated system. A definitive root cause for the event could not be determined. An ocd field engineer performed service actions to optimize analyzer performance. Vitros tropi precision testing was not performed prior to or following service actions. Therefore, a possible instrument issue contributing to the event could not be confirmed. No vitros tropi reagent issue was identified, however, a reagent issue cannot be ruled out as a contributing factor.